Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device ¿ 4 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) , and the reported events could not be conclusively established through this evaluation. A review of the device history records revealed the device met applicable specifications the patient remains ongoing on heartmate 3 lvas, serial number (B)(4) . The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized due to heart failure. It was reported through the edc that the subject was admitted from the emergency department for dyspnea with activity. The patient denied chest pain, palpitations, and presyncope/syncope. An echocardiogram was performed (B)(6) 2018 that was consistent with mild aortic regurgitation and left septal shift with worsening right ventricle function. The subject underwent aggressive diuresis with intravenous lasix with limited response prompting transition to bumex drip. Right heart catheterization was performed (B)(6) 2018. Subject was discharged (B)(6) 2018 and bumex dosing at discharge was 4 mg in morning, 3 mg in afternoon, and 3 mg at night. No further information was provided.